Manufacturer narrative:
Chua tc, roseverne lo, edwards pd, et al. Gastrointestinal: intractable delayed gastrointestinal bleeding after pancreatoduodenectomy. Journal of gastroenterology and hepatology. 2017;32(4):735. Doi:10.1111/jgh.13583. If information is provided in the future, a supplemental report will be issued.

Event description:
Chua tc, roseverne lo, edwards pd, et al. Gastrointestinal: intractable delayed gastrointestinal bleeding after pancreatoduodenectomy. Journal of gastroenterology and hepatology. 2017;32(4):735. Doi:10.1111/jgh.13583 medtronic literature review found a report of patient complications in association with a cragg-mcnamara infusion catheter. The purpose of this article was to present the case of a 4-year survivor of pancreatic adenocarcinoma, who developed a vascular anastomotic stricture of the portal vein/superior mesenteric vein (smv) as a result of pancreatoduodenectomy with portal vein resection that was initially treated by stenting. The article does not state any technical issues during use of the cragg-mcnamara infusion catheter. The following intra- or post-procedural outcomes were noted: - the patient experienced recurrent gastrointestinal bleeding following the procedure that used the cragg-mcnamara catheter. A residual thrombus in the right portal vein had been treated with a cragg-mcnamara infusion catheter to perform thrombolysis with an infusion of 1mg tpa/h and intravenous heparin (500 units/h). Two months later, the patient represented with recurrent melena. Computed tomography demonstrated stenosis in the transjugular intrahepatic portosystemic shunt (tips) stent and a short segment occlusion of the superior mesenteric/portal vein stent. Following a second tips procedure, the patient remained symptom free and has been well 12 months after.